Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A government health authority reported that a viscoelastic product was used during a glaucoma shunt surgery after which high intraocular pressure was noted. The affected eye was treated by releasing a small amount of humor from the anterior chamber. Afterwards, the intraocular pressure was reported as normal. Additional information cannot be anticipated for this report.